Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. For clarification, the fenestrated bipolar forceps instrument was found to have damaged insulation to the conductor wire near the distal idler pulley and the material appeared to be lifted off, exposing the bare wire. No material appeared to be missing the instrument passed the electrical continuity test and no thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint and the root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the instrument log for the fenestrated bipolar forceps (471205-17/ k112105100262) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 9 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage with exposed internal wires with no evidence or claim of mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted retroperitoneal nephrectomy procedure, the 8mm fenestrated bipolar forceps instrument had defective wire and the instrument was not closing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.